Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a bankart repair the surgeon used the bioraptor knotless anchor, he passed the suture through labrum and the capsule shift. Then he loaded the anchor with one suture as he used to and then drilled the hole. After hammering in the anchor, the anchor did not lock and the anchor got in 2 pieces and the tip is still left in the patient. After this he made a new drill hole and took a new anchor, then it worked fine. No significant delay or patient injury reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.